Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with one jaw broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Please note that this condition is unrelated with the incident reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, excessive dried body fluids throughout the internal components were noted; three clips were found adhered to the clip track due to this condition. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. It should be noted that this finding is unrelated with the event reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident.

Manufacturer narrative:
(B)(4). Body fluids. Additional information was requested. Additional information was requested and the following was obtained: the periop nurse mgr as well as scrub nurse in the case have answered to best of their ability. Qty of blood lost: bleeding was under control. No transfusion was needed. Cannot access chart at present to provide exact qty of blood loss. Patient was stable and d/c as planned. Only one proximal clip was loose and only one dislodged. The analysis results of the device found that it was received with one jaw broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Please note that this condition is unrelated with the incident reported. Upon evaluation, the trigger was noted difficult to fire. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, excessive dried body fluids throughout the internal components were noted; three clips were found adhered to the clip track due to this condition. A possible cause of the event reported may be that due to the accumulation of dried body fluids on the firing mechanism, the clip was not properly formed over the vessel. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2011. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon placed two proximal and one distal clips on the cystic artery and cut the artery between the proximal and distal clips. It is reported that the proximal clip dislodged. Surgeon thought the clip felt loose but proceeded to cut. Cystic artery bleeding resulted. The case was converted to an open procedure and the surgery was extended by 60 minutes.